Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. On (B)(6) 2015, an esophagogastroduodenoscopy revealed a dieulafoy¿s lesion in the duodenum with active oozing and was clipped. The patient was transfused on (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, and (B)(6) 2015; each time with 2 units of packed red blood cells. The event was reported to be resolved and no further bleeding was reported.

Manufacturer narrative:
Approximate age of device ¿ 11 days. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.